Manufacturer narrative:
(B)(4) - retrospective review of this file based on protocol ivc cef0003-01 determined that this is an MDR. (B)(4). Model bar600ivc, serial number/date code (B)(4) was approximately 2 years old at the time of the incident. The user manual part number 1123842 was issued with this device. The user manual could also be found on-line at invacare.com. It is unknown if the consumer had fully read and understood the user manual. Documentation provided warnings, cautions, and instructions for safely using the device. If the consumer did not understand the written warnings, cautions or instructions then they should have contact invacare. The consumers medical condition, stability and medication regimen are unknown. The consumers age, height and weight are unknown. The consumers technique while using the device is unknown. The maintenance history of the device is unknown.

Event description:
The dealer alleges the unit burned up on the inside and bubbled up. No injury is alleged.